Event description:
The patient contacted the clinic on (B)(6) 2025 reporting return of incontinence and difficulty voiding for a couple of days prior to the incontinence. X-ray and CT confirmed a left balloon migration into the bladder. Explant performed on (B)(6) 2026.